Event description:
On (B)(6) 2012, the patient underwent emergent treatment of an ruptured abdominal aortic aneurysm with five gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up imaging identified a contralateral leg component (lot number unknown) migrated 4cm proximally creating a distal type I endoleak. It was reported the migration of the device was due to undersizing. It was reported on the same day, an aortouniiliac with a femoral-femoral bypass was performed to treat the migration of the device. Final angiography showed complete exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(6). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿recommended endoprosthesis oversizing relative to the aortic vessel is approximately (B)(6)¿. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Additional devices implanted and involved: pxc271000/9920795 and pxc231000/9743916. The review of the manufacturing paperwork verified that theses lots met all pre-release specifications.